Event description:
It was reported that the patient with this pacemaker system was experiencing high capture threshold and suspected loss of capture of the right atrial lead at heat beats of 30 beats per minute. The patient is atrium dependent; technical services was consulted and recommended reprogramming and evaluation options. The representative clarified that no loss of capture or pause in pacing were exhibited and that this was due to a miscommunication with the nurse. The issue was resolved reprogramming the system and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead has been surgically abandoned. No additional adverse patient effects were reported.